Event description:
It was reported that this left ventricular (lv) lead had impedance measurements out of range. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).